Event description:
Pt. Had recently noted that her left breast was somewhat smaller than her right breast (she underwent breast augmentation surgery in 1987 with saline implants). Upon removal, the implant was noted to be ruptured and completely empty. A new saline-filled device was implanted.